Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) reported that they replaced the drive assembly. The unit passed all functional and safety tests and was returned to customer.the following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 16 june 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j; sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of failed drive manifold leak tests. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold leak tests and failed drive manifold leak tests with result of vacuum leak diff. Prs. 52 mmhg and pressure leak diff. Prs. -97 mmhg; the factory specification is for vacuum leak diff. Prs. +-25mmhg and pressure leak diff. Prs. +-55mmhg. The fat dept. Verified the failure message of drive manifold leak tests failed. Drive manifold assy. Failed testing. Refer to CAPA 1406400, for more information regarding additional investigation details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) ailed the drive manifold leak test. No patient involved.